Event description:
Additional information received reported that the replacement was done.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins (B)(4) found the ins battery had reduced capacity due to overdischarge.

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected and confirmed. The number of overdischarge was unknown and there was no physician mode recharge (pmr) done. The patient¿s healthcare professional had requested the ins be reset. The manufacturing representative had not met with the patient, but an appointment was being scheduled. Additional information received reported there were multiple attempts to perform a pmr with no success. The patient was in the clinic for over five hours and both the nurse practitioner (np) and patient deemed this a failure to recharge and aborted any other efforts. The np would submit for a replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Event description:
Additional information received reported non-compliance was the cause of the overdischarge. It was unknown which number overdischarge this was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.